Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving dilaudid and clonidine via an implantable pump. It was reported the patient went through withdrawal once before and it "nearly killed him." It was indicated this occurred back in (B)(6) of 2018 (event date is approximate). No further information was provided.